Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, pt-000002-gbr-eng-mm-aw rev. 002 11/19. Changing your pod: chapter 3 / page 37; warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Remove the pod slowly to help avoid possible skin irritation. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiry date on the package. To minimise the possibility of site infection, do not apply a pod without first using the aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Living with diabetes: chapter 13 / page 162; warnings: if an infusion site shows signs of infection: immediately remove the pod and apply a new pod at a different infusion site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure that insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod. Blood glucose readings: chapter 4 / page 55; warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported that after wearing the pod on the arm between 24 and 36 hours, the site was irritated with pus and blood coming out. The patient experienced high blood glucose (bg) levels of up to 21.5 mmol/l (387 mg/dl) along with ketones, temperature and vomiting. The doctor was contacted via telephone who prescribed antibiotics (flucloxacillin) to treat the affected area. Hyperglycemia was treated with manual insulin injections and bolus from new pod.